Event description:
During a service call, customer alleged his toe had to be amputated due to an infection that was caused by the foot plate coming down and caught his toe. (B)(4). Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gar, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer allegedly lost a toe when the foot plate allegedly came down and caught his toe, causing infection and amputation. The infection allegedly spread and user may lose his foot. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This chair was a loaner chair from the dealership. The consumer has not alleged a malfunction. Dealer has not yet returned the product for an evaluation.